Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an adverse event while there were no readings on the mobile app. The wearable was inserted into the arm. The patient reported that on 08/04/2024, there had no readings on the mobile app (no error message specified) that lead to hospitalization. The patient did not provide additional event details. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.